Manufacturer narrative:
The monitor sn (B)(4) has been returned and the evaluation is underway. The device flag data from the last download (08/05/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device manufacture date: monitor 08/23/2019; belt 11/12/2019.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that ems was called and performed resuscitation efforts on the patient. Review of the patient's download data indicates the patient received one appropriate treatment on the date of passing. The patient was in sinus rhythm at 70 bpm at 07:55:47. The patient's rhythm degraded to vt at 200 bpm with motion artifact at 08:47:46. The patient received the appropriate treatment at 08:49:53. The patient's rhythm at the time of treatment was vt at 170 bpm. The patient's post-shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm transitioned from asystole to sinus rhythm/bradycardia from 80 bpm, slowing to 30 bpm with pvc's. The patient was in an idioventricular rhythm at 40 bpm with CPR/motion artifact at 09:02:01. The patient's rhythm degraded to intermittent vf with CPR/motion artifact at approximately 09:04:28. Vf with CPR/motion artifact was seen intermittently until approximately 10:06:40. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. CPR/motion artifact obscured the patient's rhythm from approximately 10:06:40 until the electrode belt disconnection at 10:22:29. It was not reported who disconnected the electrode belt.